Manufacturer narrative:
Device was received with a blank display, problem isolated to the electronic assembly. Unable to verify insulin flow blocked alarms, prime/fill anomaly and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to the blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced hyperglycemia. The customer blood glucose level was 30.3 mmol/l. Customer treated with another insulin pump and they declined to troubleshoot for high blood glucose. The insulin pump failed two consecutive displacement tests and even had insulin flow blocked when there was no reservoir in the insulin pump. Customer did not use the auto mode. The insulin pump will returned for analysis.